Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra smart coil (smart coil) pusher assembly. The pusher assembly was kinked in multiple locations. The introducer sheath was ovalized approximately 31.5 cm from the distal tip of the sheath. The embolization coil was intact with its pusher assembly and the coil windings were offset. Conclusions: evaluation of the returned device revealed that the embolization coil windings were offset. This type of damage likely occurred due to forceful manipulation against resistance, while repeatedly attempting to adjust the coil. Further evaluation of the returned device revealed that the introducer sheath was ovalized. This type of damage likely occurred due to forceful handling during use. The ovalization in the introducer sheath and the offset coil windings likely contributed to the resistance felt while retracting the coil and the inability to re-sheath the coil. The smart coil¿s pusher assembly was kinked in multiple location. This damage was likely incidental and likely occurred while packaging the device for return. The non-penumbra devices mentioned in the complaint were not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, while advancing a smart coil into a non-penumbra microcatheter, the physician noticed that the first coil used to frame the aneurysm had one loop popped out of the aneurysm after it was detached. Therefore, the physician decided to retract the smart coil in order to push the first coil back into the aneurysm. While attempting to retract the smart coil, the physician encountered resistance and then had difficulty resheathing the coil. The procedure was completed using the same microcatheter and additional smart coils. There was no report of an adverse effect to the patient.